Event description:
Went to the dentist and she said I may have an auto immune disease which can lead to mouth cancer. I have white lines on the inside of my cheek. I just started using my machine again and my so clean 2. I never knew about a recall? Reference report mw5166838.